Event description:
Customer reportedly had been receiving low blood glucose readings on her meter from 24-41 mg/dl; was able to self-treat. Customer allegedly received the following results, with two different meters, within 10 minutes: 42 mg/dl on aviva combo meter (system 1) and 500 mg/dl on hospital meter (system 2). Alleged test strips have been discarded. No adverse event reported. No product to be returned.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.